Manufacturer narrative:
Internal complaint number: (B)(4). Autonumber: # (B)(4). The hp2 device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood was observed. A visual inspection was conducted. Heavy charred tissue and blood were observed on the tip of the heating element. The silicone insulation was peeled at the middle and leaving the metal exposed on the hot jaw. The missing silicone piece was not returned. A microscopic inspection determined that the heater wire was flexed away from the center of the hot jaw. The wire remained in place at the base and tip of the hot jaws. The silicone insulation was peeled away at the tip from the cold jaw support, leaving the metal exposed. The silicone insulation was not observed to be detached. Specks of blood were also observed on the harvesting tool handle. No other failures were observed. Based on the returned condition of the device, the reported failure "bent wire" and analyzed failure "peeled; jaw" was confirmed. Specific actions for the reported failure mode "bent wire" and analyzed failure "peeled; jaw" are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 was removed from the patients leg to clean debris off of the jaws tips. During this cleaning process, the wire from one of the jaws became dislodged from the device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 was removed from the patient's leg to clean debris off of the jaws tips. During this cleaning process, the wire from one of the jaws became dislodged from the device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.